Manufacturer narrative:
Date of event: date of event was unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a recurring issue during an ablation procedures with the rhythmia hdx mapping system occurred. When the intellamap orion high is removed from the heart, impedance tracking of ablation and coronary sinus (cs) catheters are lost. The physician chose to perform an additional venous access (femoral puncture) to be able to keep the orion in the heart in order to maintain tracking of the ablation and coronary sinus catheters. Once the orion was inserted back into the heart, the tracking issues resolved. No patient complications were reported.